Event description:
It was reported that during a gastroplasty procedure, the physician fired some staples, but the load did not cut. He then changed to another load which worked properly. There was no pt consequence.